Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, after taking a biopsy sample, excessive bleeding was noted. Epinephrine was used to control the bleeding. The procedure was completed with another manufacturer's device. Antibiotics were administered post procedure. The pt's condition at the conclusion of the procedure was noted to be satisfactory.